Event description:
The customer reported 12 lead artifact. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The device was sent to the philips bench for eval. Although on the event files there was evidence of artifact, the reported symptom was unable to reproduced at the bench during the eval. The cables were further evaluated and no open or intermittent wires were found. No shorts to the shield were detected on the cable as well. Note that there are many factors that influence the quality of the leads ECG waveform, including brand and quality of monitoring electrodes, skin prep, and pt movement. The device passed all testing and was returned to the customer. The reported symptom could not be reproduced and therefore we are unable to determine the cause of the malfunction.